Event description:
Pt is reported to have developed a burn following treatment with the anodyne professional unit administered by a health care professional. The reported burn measured approx 3/4 inches in diameter and was located on the left calf. The pt received medical treatment consisting of antibiotics and a topical ointment. The reporting health care professional reports that the treatment was administered at an energy setting that exceeds that recommend in the product safety info and instruction manual.